Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise due to a suspected fracture. It was noted that the rv lead pacing impedance was high and out of range two months earlier and another manufacturer's device had been programmed to pace and sense in the atrium only. A lead revision was performed where the rv lead was surgically abandoned and the other manufacture's device was electively explanted. No additional adverse patient effects were reported.